Event description:
The laser system has the following problem: "the resonator chiller would not maintain the temperature set point". No adverse effects to pt were reported, the failure happened during maintenance.

Manufacturer narrative:
The problem was due to chiller component failure. After the component replacement, the laser system restarted to work correctly. We are unaware about pt injury, problem happened during maintenance.